Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device exhibits wear & tear. Device history record was reviewed and no discrepancies were found. Root cause is due to normal wear during the instrument field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It was initially reported the device would be returned and the evaluation is therefore anticipated. However, the device was not returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during acetabular cup impaction. There was no delay to surgery, harm or injury to the patient or operator or the life/health of the patient, or the need for additional medical intervention reported. The surgery was completed with another device.